Event description:
Hosp personnel were attending to a pt, condition unknown. Allegedly when a countershock was delivered the operator observed electrical arcing from under the electrode and observed a skin burn when the electrodes were removed. The pt was successfully resuscitated.